Event description:
Provider states that the footplate is bent down. Provider states that there is mud on the tires and chair.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.